Manufacturer narrative:
At this time, no further information is available. This report will be updated should additional information become available.

Event description:
It was reported that this patient with a pacemaker system was admitted to the hospital with symptoms of bradycardia and loss of capture on the right ventricular (rv) lead. The company representative was successful in reprogramming the device to a higher output to restore normal function and no further intervention was required. No additional patient adverse effects were reported, and the rv lead remains in service.